Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- particles with the incident lot was observed. Bd determined that the root cause of the indicated failure mode of foreign matter is that the fragment of plastic tube entered the complaint tube whilst both were in the large super-sack used to store/transport tubes around the site. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the user observed foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: after the blood collection laboratory person noticed that there is plastic part in the tube.